Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress, handling, or other issues. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the insertion tube was crushed and collapsed, and a leak was observed in the insertion tube due to the damage from external factors. The insertion tube coating was peeling, and the curved rubber adhesive was peeling. The bending angulation was insufficient due to wear of the angle wire. Scratches were observed on the insertion part of the boot, the universal cord and operation section, switch box, grip, angle lever, up/date plate, video cable, light guide connector, video connector, and video connector case. The label was peeling. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the insertion tube covering of the subject device was torn near the boot/protector. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the rubber covering was peeled off. This report is being submitted for the peeled covering found during the device evaluation.